Manufacturer narrative:
This report is submitted on february 10, 2022.

Event description:
Per the clinic, the patient experienced redness and inflammation at the abutment site and subsequently was treated with oral antibiotics (specific date and duration not reported) . The device was explanted on (B)(6) 2021 and there are no plans to reimplant the patient with a new device as of the date of this report.